Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03129. It was reported that stent explantation occurred. In (B)(6) 2016, the patient had a 3.5x24 promus premier¿ drug-eluting stent implanted in the right coronary artery. A week after, the patient came back for atherectomy. A 2.00mm rotalink¿ burr was selected for use. During the procedure, the physician was sizing up the burr starting with a 1.5mm and 1.75mm rotalink burrs. Subsequently, the physician used a 2.00mm burr and started burring a little; however, it was noted that the burr became stuck in the stent. The burr and the stent were both removed from the patient's body and a new stent was implanted. No patient complications were reported and the patient's condition was stable.